Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of did not wear mask/not sterilized and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date in 2011, the patient did not wear mask/not sterilized. The patient was not sterile and did not take proper steps before starting daily treatment. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on (B)(6) 2011 for the peritonitis. The cause of the peritonitis was reported as did not wear mask/not sterilized. Treatment was not reported. The patient was recovering from peritonitis and the outcome for did not wear mask/not sterilized was not reported. Dianeal therapy was ongoing. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). The specific product code for the homechoice automated pd set with cassette is unknown. The brand name, manufacture and 510k however have been provided in this MDR. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot number h11e18065 and h11e14015 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review was not performed due to the unknown product code. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.